Event description:
A patient is reported to have undergone mitral valve replacement concomitant with termination of pregnancy. Approximately two and one half years post-op, the patient underwent reoperation. The surgeon determined that the mechanical valve had thrombosed. The mechanical valve was removed and replaced.